Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a noisy motor was found further evaluation revealed a corroded gearbox. No overheating or button issues were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that the mdu was getting hot and sometimes the buttons did not work. It is unknown whether the event happened during surgery and if there was patient involvement. There was a back-up device available and no surgical delay was reported.